Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that one of the jaws on the unit broke. It was further reported that the metal piece may be in the pt.